Event description:
Ous MDR - it was reported that the patient had received inappropriate shocks about 45 months after the implantation. Lead oversensing was suspected. The lead was capped and replaced. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
So far, the medical product is not available for analysis and could therefore not be analyzed itself. The analysis is therefore based on the available electronic data and the enclosed x-ray films. The available electronic data confirm the complaint and show interference signals on the rv channel, which led to incorrect vf detections and three inadequate shocks. The included x-ray films were thoroughly analyzed. Nevertheless, it cannot be said with certainty whether there was an exposed conductor cable. Even if there was an exposed conductor, this would still not be an explanation for the clinical complaint. Another observation resulting from the analyzed x-ray films was the presence of a high degree of slack of the ventricular lead and the resulting narrow bending radii. Despite the available information, no final evaluation of the defect cause can be made because for this it would be necessary to examine the lead itself. If additional relevant information or the device itself should be available, please send this to us also. The incident will then be updated accordingly.